Event description:
It was reported that the customer had an issue with the power on the insulin pump. Caller requested a pump replacement because they are concerned that the battery cap may not solve the issue. Customer stated that when he tried to remove a battery, there was a black screen. However, when the battery cap is connected, the screen is blank. Customer will need to revert to a back-up plan if the pump does not keep power prior to receiving the replacement pump. No further assistance needed.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No battery alarms were noted. The insulin pump was received with no damage to the battery cap. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.